Event description:
Customer received control test of 189 mg/dl on his contour usb meter. Specific range not obtainable. Approximate range is 105-145 mg/dl. No adverse events alleged. The call was ended and further info was not obtained. No product was replaced and no product is expected to return for eval at this time.